Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer declined troubleshooting for high blood glucose. Customer states that insulin pump received low battery. The insulin pump will be returned for analysis.